Event description:
Adverse event(s): "overcorrection" (overcorrection). Product problem(s): "none reported" (no info). An ophthalmic technician reports a pt is overcorrected in the right eye following refractive surgery. The surgeon's target for the pt was plano and at 3 weeks post-op, the pt's manifest refraction was -.75 -1.00 x 180. Bcva had improved 1 line and ucva was 20/20. This pt had previous cataract surgery with an iol implant. The safety and effectiveness of this laser system has not been established for pts with previous corneal or intraocular surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).